Manufacturer narrative:
The customer reported complaint for the platform displaying error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defected processor board was replaced to remedy the fault. During visual inspection, damaged front enclosure were noted. The autopulse platform is a reusable device and was manufactured in 2008 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Review of the archive data indicated system error 132 occurred on (B)(6) 2017 but not on the reported customer event date of (B)(6) 2017. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" appeared upon powering on the platform. The processor board was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR". No patient involvement was reported.